Manufacturer narrative:
Alarm does not function - eval results: a visual inspection of the returned product shows that the alarm case is damaged, however, it is in good working condition and required no servicing or replacement parts.

Event description:
Note that came with the product reads that the sitter select alarm has water inside and does not function. Per info rec'd from the facility it was reported that the alarm was accidentally immersed in water by the pt. Due to this - the alarm would either not come on or would not alarm. No pt injury reported.